Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, very concerned about the use of the product and knowing that the prosthesis were part of the announced recall, "breast pain" and "local deformity."

Event description:
Patient representative reported patient experienced "very concerned about the consequences of using such products and knowing that [the] prostheses were part of the announced recall" ,"breast pain","local deformity", and "implant rupture." This record is for the left side. Device remains implanted.